Event description:
Hospital has been using the feeding tubes. Due to design flaw with their original product, (i.e. Hubs of the feeding tubes were cracking), MFR created a reinforced hub. Hospital began using the reinforced product and is still experiencing hubs that are cracking. Hospital has elected to discontinue use of this product.